Manufacturer narrative:
A systems assessment was performed and no hardware issue was identified. Review of the data provided did not show any major shifts or suppression in the control curves and the control CT¿s performed in line with internal release data. The ic performed consistently throughout all of the runs. Based on the investigation performed and the information provided there is no indication the product is not performing as intended. Although unknown the discrepancies alleged could be due to factors like workflow, differences in technology, samples near the limit of detection of the test or any combination of these factors. (B)(6). (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results comparing pooled results to the individual sample test results with cobas sars-cov-2 test used on the cobas 6800/8800 system. Pool c generated a negative target 1 result and positive target 2 result in a pool of 5 samples. The CT generated by the pooled sample is indicative of sample near the limit of detection (lod) of the test based on information contained in the method sheet. The samples were retested individually under sample ID's 1, 2, 3, 4 and 5 and generated negative results. The samples were individually tested on alinity m and sample 2 generated a positive result on the alinity m test. The customer expects this is a weak positive result. An investigation was performed.